Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high charge time and brief far field oversensing noted on the electrogram (egm). The egms were reviewed after this crt-d was explanted and replaced due to normal battery depletion. This crt-d has been received for investigation. No adverse patient effects were reported.